Manufacturer narrative:
The tech replaced the right side caster to repair the stretcher.

Event description:
Info received indicates the brake is not holding. Both right side casters are ratcheting when in brake.